Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that ranged from 268 ¿ 560 mg/dl and the customer was ¿unable to see clearly¿ as a result. Customer required assistance changing out the infusion set and delivered a correction bolus via the pump to address bg. Tandem technical support performed a pump system check and it was observed that the luer lock connection was not securely connected and that the patient line was ¿curved and not straight in the cartridge¿. Reportedly, customer loaded a new cartridge to resolve the issue and continued to use the pump for insulin therapy.